Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0010499679 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at 2.2 inches from the tip. The shaft tip was intact with no apparent issues. The kink could cause deflection or steerability or insertion difficulties. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.